Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low glucose events while using the ilet, including an overnight reading of 55 mg/dl without reported symptoms, and routinely announced ¿less than usual¿ meals due to uncertainty about meal size selection; education was provided on how incorrect meal announcements can affect insulin dosing, a factory reset was discussed to be done at the next supply change, and follow-up attempts to assist with the reset were made. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included use of oral glucose to treat the event without hospitalization. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem related to meal announcement selection, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.